Manufacturer narrative:
The field service representative (fsr) reviewed system logs and inspected the module, identifying a bent nozzle (#4 in the nozzle c4 #1, #4, #5 assembly) and a broken alnty c series cuvette dry tip. Both parts were replaced, which resolved the issue. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the nozzle c4 #1, #4, #5 assembly and the alnty c series cuvette dry tip did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), the nozzle c4 #1, #4, #5 assembly, or the alnty c series cuvette dry tip.

Event description:
The customer observed falsely elevated ammonia results generated on the alinity c processing module for one 10-year-old female patient. The initial result for sid (B)(6) was >1177 umol/l, 1:2 dilution result 87.04 umol/l (hil results: hemolysis negative, lipemia negative, icterus 4+ positive). No impact to patient management was reported.

Event description:
The customer observed falsely elevated ammonia results generated on the alinity c processing module for one 10-year-old female patient. The initial result for sid (B)(6) was >1177 umol/l, 1:2 dilution result 87.04 umol/l (hil results: hemolysis negative, lipemia negative, icterus 4+ positive). No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.